Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a leak coming from the synchron lx20 pro clinical analyzer. No injury or operator exposure was reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse found and replaced a cracked di water line o-ring in the creatinine module block. The fse performed the necessary alignments, performed calibrations and ran qc. The repairs were verified per established procedures. (B)(4).